Manufacturer narrative:
Findings: no unexpected blank display anomalies or scrolling of numbers noted during testing. Passed displacement test and off no power test. The operating currents were in spec. Button error alarmed after boot up and intermittent button response on the down arrow button due to corroded keypad traces noted. Cracked lcd window, cracked case at lcd window corners, broken reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 120 mg/dl. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer does not want to troubleshoot blank display.